Event description:
Per the audiologist, the pt reported intermittencies when using the cochlear implant system. Exchanging the external equipment did not solve the problem. Results of an integrity test done (date not reported) were consistent with normal receiver/stimulator function with multiple short-circuit electrodes. Deactivating the short-circuit electrodes did not alleviate the problem. The pt is considering bilateral implantation. Explant/reimplant surgery had not been scheduled at the date of this report, jan 23, 2009.